Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. The s-curve height was measured within specification.

Event description:
Additional information received noted that the dislodgement was discovered in clinic due to the patient experiencing discomfort due to diaphragm and phrenic nerve stimulation. The dislodgement was able to be confirmed via x-ray. Physician believed that lead slack issue may have contributed to the dislodgement. The patient was stable following lead revision.

Event description:
It was reported that the left ventricular lead had dislodged. The lead was explanted and successfully replaced. No patient symptoms or additional information was reported.